Event description:
Unable to cannulate the renal arteries through the fenestrations. (There was significant tortuosity and thrombus within the visceral section). The device was appropriately delivered and deployed but the ability to rotate the device was minimal. After numerous attempts to cannulate, reposition and utilizing multiple troubleshooting techniques, the surgeon had to perform a left renal artery/external iliac bypass. The right renal artery had a known subtotal ostial stenosis and was not bypassed. The zfen-d and both zsles were deployed without incident." Zfen-p-2-32-124-r, zfen-d-12-28-76, zsle-16-56-zt, zsle-20-74-zt.